Event description:
It was reported that the bd intima-ii IV catheter tubing was damaged. The following information was provided by the initial reporter: on (B)(6)2023, in the oncology department of integrated traditional chinese and western medicine, when a nurse placed a closed venous indwelling needle on a patient, she checked that the new closed venous indwelling needle was in good condition before puncturing, and that the puncture process was smooth and fixed properly. The closed venous indwelling needle extension tube ruptured during the bolus injection of normal saline to seal the tube. The nurse immediately pulled out the indwelling needle and explained to the patient that a new closed venous indwelling needle was placed in the patient again, and there was no rupture after that.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure.